Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: investigation is based on event description only. Some ivc occlusion with the celect-pt filter was reported. No product was returned and no imaging was provided. Therefore, based on the very limited information provided, it would be inappropriate to speculate at what may or may not have caused the occlusion of the filter and/or of the ivc. However, it is noted that the filter was placed in a vena cava < 15mm, but according to the IFU placement in ivc < 15mm is a contra indication. Also, it is noted that the filter was removed by goose neck snare prior to placing the zilver vena stents, but there is no information of any treatment of the occlusion prior to the removal. IFU, current version: contraindication: ivc < 15mm potential adverse events: damage to the vena cava, pulmonary embolism, filter embolization, vena cava perforation, vena cava occlusion or thrombosis, hematoma at vascular access site, hemorrhage, infection at vascular access site, death. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. There is no evidence to suggest that this celect platinum filter was not manufactured according to specifications and nothing indicates that it did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress.

Event description:
Description of event according to initial reporter. A male patient of unknown age underwent a recannulating with zilver stents in the ivc and iliacs. The patient had a celect platinum filter implanted in 2017, however not at this facility nor by this physician. It was noted approximately 3-4 weeks prior to this report that the physician noted an occlusion of the ivc. Additional information received 09oct2018: the patient has ivc occlusion from the middle of the filter to both iliacs. The filter was removed by use of a goose snare afterwards they stent the iliacs and ivc. They placed 1 zilver vena 16x60 in the ivc and 2 smart 12x10 in both iliac veins. (Kissing stent). The filter was used off label in an ivc smaller than 15mm.